Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported by the patient the ipg is unable to communicate with external devices. Patient reports last communication with the charger occurred the week of (B)(6) 2012. It was reported the physician is planning surgical intervention to address the issue.